Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: an advanix stent with naviflex delivery system was received for analysis, the device was returned without the suture. Visual inspection of the returned device found the push catheter suture hole torn, the pull wire kinked; and the guide catheter detached and bent. Destructive analysis was then performed, and it was found the hypo tube from the pull wire outside of the guide catheter. No other problems were noted with the delivery system. Product analysis confirmed the reported event of suture deployment issue. The investigation concluded that the reported event and additional observed damages noticed were related to procedural factors. It's most likely that when it was tried to deploy the stent, the tortuosity of the procedure or the physician technique made the suture not able to deploy from the push catheter suture hole, which consequently made the physician use excessive force to deploy the stent and by this manipulation, causing the additional observed damages. Therefore, taking all available information into consideration, the overall root cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the suture could not be released. The procedure was then completed using another of the same device. There were no patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.